Event description:
Patient presented to the physician with pain and burning sensation at the rib cage. Imaging was ordered and physician determined the sense lead tip had migrated into the intercostal space aggravating a branch of intercostal nerves. Physician brought the patient into the or, removed the sensing lead which was intact, replaced with a new sensing lead, and closed.